Event description:
A customer reported that an ophthalmic handpiece heated during a surgery. The surgery was completed by using an alternate handpiece with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification(phaco) handpiece was received at the and a visual assessment of the returned sample revealed no obvious non-conformities. The phaco handpiece was connected to a calibrated breakout box, which found dissipation and resistance between low and high electrode to both be within specifications. The returned phaco handpiece was connected to a calibrated vision system. The phaco handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).